Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, such that the screen could only be activated when the device was placed on the charger; the user confirmed normal battery charge and screen interaction once powered, and a replacement was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive key or button, with the issue traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.